Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of pain, swelling, "lump nodules," and a nodule that is "now inflammatory" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results are registered as conform to the specifications, especially the extrusion force value showing an expected consistency of the product. No deviation, anomaly, or change in connection with this complaint were recorded. This complaint in the (B)(4) with ¿edema¿ event reported for this batch. The sterilization cycle is registered as conform. Device labeling addresses the reported events as follows: warnings: "treatment site reactions consist mainly of short-term inflammatory symptoms and generally resolve within 2 to 4 weeks." Precautions: "patients may experience late onset nodules with use of dermal fillers, including juvéderm voluma® xc." Adverse events: per table 1: treatment site responses by maximum severity occurring in > 5% of subjects after initial treatment (n = 265) possible treatment site responses post injection with juvéderm voluma® xc include tenderness, swelling, firmness, lumps/bumps, bruising, pain, redness, discoloration, and itching. "Treatment site responses reported by [less than or equal to] 5% of subjects included ache, acne, bulge, bumps, cheek larger upon waking up, dry patch, fine wrinkles, injection/needle marks, numbness, pigmentation from treatment, puffiness, rash, scratch near injection point, soreness, tightness, and yellowness." "Device- and injection related adverse events occurring in [less than or equal to] 1% of subjects included injection site hypertrophy (0.7%), nodule (0.7%), inflammation (0.4%), injection site anesthesia (0.4%), injection site dryness (0.4%), injection site erosion (0.4%), mass (0.4%), contusion (0.4%) and syncope (0.4%)." Post-market surveillance: "juvéderm voluma® without lidocaine has been marketed outside the us since 2005, and juvéderm voluma® with lidocaine has been marketed outside the us since 2009." "As of december 31, 2012, the following aes were received from post-market surveillance for juvéderm voluma® with and without lidocaine with a frequency [greater than or equal to] 5 and were not observed in the clinical study; this includes reports received globally from all sources including scientific journals and voluntary reports. All aes obtained through post-market surveillance are listed in order of number of reports received: inflammatory reaction, lack of correction, infection, migration, granuloma, allergic reaction, abscess, necrosis, numbness, and vision abnormalities." "Reported treatments include: antibiotics, steroids, hyaluronidase, anti-inflammatories, anti-histamines, aspiration, radio frequency therapy, laser treatment, ice, massage, warm compress, analgesics, anti-viral, ultrasound, excision, drainage, and surgery." Intended use/indications: ¿juvéderm voluma® xc is indicated for deep (subcutaneous and/or supraperiosteal) injection for cheek augmentation to correct age-related volume deficit in the mid-face in adults over the age of 21.¿

Event description:
Healthcare professional reported after injection with two syringes of juvederm voluma xc in the cheeks and the lips, the patient experienced pain, swelling, and "lump nodules" in the lips approximately one month after injection. The patient was treated with hyaluronidase two separate times, medrol dosepak, "antibiotics," benadryl, claritin, levaquin, doxycycline, kenalog, and prednisone. The first culture taken was inconclusive; a second culture and a biopsy have been performed and are still awaiting results for both. The symptoms are ongoing. Healthcare professional indicated the nodule is "now inflammatory" and the "patient is getting worse each day" and that involvement is now spreading into the cheeks and jaw.

Event description:
Additional information: the etiology was determined to be a granuloma, which was verified via biopsy. Patient was additionally treated with ¿adrenal support through adaptogenic herbs.¿ symptoms resolved approximately 4 months after injection, though the patient is ¿still dealing with some effects from the prednisone.¿